Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer reloaded the cartridge and continued to use the pump, and has back up manual injections for continued insulin therapy. The customer¿s blood glucose level was 210 mg/dl.